Event description:
Philips received a complaint by the customer on the v60 indicating a device malfunction as the screen was dim. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the screen was dim. The biomedical engineer (bme) was able to replicate the issue. The customer was not with the device at the time of the call and requested onsite service for repair. A service proposal consisting of the replacement liquid crystal display (lcd) assembly, backlight inverter printed circuit board assembly (pcba), and user interface (ui) pcba was sent to the customer for approval on may 27, 2026. Based on the information provided and/or service performed, it was confirmed that the device did not meet product specifications. The alleged malfunction impacted the user¿s ability to use the device properly. This investigation is ongoing.